Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements and oversensing of noisy signals. Further information was received that a lead fracture was confirmed. Loss of capture (loc) was also observed. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).